Event description:
Report status: serious injury/medical intervention. Reporting rationale: difficult to deflate requiring medical intervention. Device issue: difficult to deflate. It was reported that after inflation of the voyager nc balloon at 7 atm, the balloon would not deflate. The shaft of the catheter was cut at the hub and the balloon partially deflated. A snare device was used to capture the balloon, and the squeezing of the snare on the balloon aided in the deflation of the balloon, which was able to be removed successfully, without any pt adverse effects. No additional event or pt info is available.

Manufacturer narrative:
Results - product performance engineering could not determine a conclusive root cause for the difficulty to deflate the balloon. Evaluation summary: quality assurance analysis revealed that the dilatation catheter was returned with blood in the balloon, in the inflation lumen and on shaft. There was contrast in the inflation lumen. The balloon was separated at the proximal seal and was returned on the guide wire in the snare device. The fracture face was stretched and jagged. The separated balloon was located on the guide wire 6 cm proximal to the tipball. The balloon was wrinkled at the distal shoulder. The inner member was separated at the distal end of the proximal marker. The fracture face was stretched and jagged. The hypotube and jacket were separated 7.5 cm distal to the strain relief tubing. The fracture face of the hypotube was ovaled shaped as if the hypotube kinked prior to separating. The jacket material was stretched and jagged at the separation. There was a stopcock attached to the hub. There was no other damage noted to the dilatation catheter. There were two kinks in the core 6 cm and 7.5 cm proximal to the tipball. The guiding catheter and torque device were returned. The doc extension was returned. The inner and outer members were stretched at the guide wire exit notch for a length of 1.4 cm and at the distal mid lap joint for a length of 1 mm. A dissection was performed and the shaft was flushed to verify there were no obstructions in the shaft. Product performance engineering reviewed the incident info and analysis of the returned product. Difficulty to deflate can be affected by, but not limited to, pt anatomical morphology, pt disease state, pre-dilatation strategy, inflation technique when using the product and accessory device support, unevenly trimmed hypotube jacket material in the inflation port (hub) causing a valve when inflated or deflated and blocking the flow of contrast in or out of the balloon, and/or contamination in the inflation lumen and inner diameter of the shaft. To help ensure that the reported difficulties are not due to manufacturing, 100% of the products are leak tested and a sampling of units is destructively tested to verify deflation times. It is also possible that the contrast mix ratio may have been improperly diluted which could have contributed to the deflation failure. Contrast that is more concentrated can lead to slower deflation. It is specified in the voyager nc instructions for use (IFU) materials required section that the contrast is 60% contrast diluted 1:1 with normal saline. The indeflator used during the procedure was not returned, which may have aided in evaluation and determination of cause for the reported difficulty to deflate. As the shaft was intentionally cut at the account, analysis could not confirm the difficulty to deflate and a conclusive cause for the reported issue could not be determined. The pt anatomy was not reported, which may have aided in the evaluation and determination of cause for the reported difficulty to deflate. In this case, it is possible that the pt anatomy and procedural technique resulted in pinching of the inflation lumen during the procedure which could have contributed to the reported difficulty to deflate; however, this cannot be confirmed. The use of the snare device is a result of the retrieval of the separated portion of the shaft. Analysis of the returned product noted contrast in the inflation lumen which is consistent with the reported info that the product was prepared for use and inflated. The distal shoulder of the balloon was wrinkled, which likely occurred during the procedural attempts to cross the target lesion and/or from handling during removal of the product, as this damage was not noted during the inspection prior to use. Analysis also noted blood visible on the shaft, and in the balloon and inflation lumen, which is consistent with a shaft separation inside the pt anatomy. The balloon was separated at the proximal seal and the inner member was separated at the distal end of the proximal marker. The fractured faces were stretched and jagged, which suggests that the separations may be related to tensile overload (material stress/fatigue). It is likely that resistance was encountered during retraction of the catheter, as the balloon would not deflate, and as excessive force was applied, the balloon and inner member separated; however, this could not be confirmed as there was no resistance reported. The separated balloon was located on the guide wire 6cm proximal to the tip ball with the snare device. There were two kinks in the core of the guide wire. The inner and outer members of the catheter were stretched at the guide wire exit notch for a length of 1.4 cm and at the distal mid lap bond for a length of 1mm, which likely occurred during retraction of the catheter. The hypotube and jacket material were separated 110 cm proximal to the guide wire exit notch, which is consistent with the reported info the shaft was cut. A dissection of the catheter was performed and the shaft was flushed to confirm there were no obstructions in the shaft that could have contributed to the reported difficulty deflating the balloon. A review of the product manufacturing records did not reveal any non-conforming material reports associated with the product lot and all lot release testing met manufacturing criteria. The analysis of the returned product was unable to confirm the reported difficulties deflating the balloon due to the condition of the catheter. The evaluation determined the difficulty removing the catheter, leak, and shaft separation appear to be related to the operational context of the procedure; however, a conclusive cause for the reported difficulty deflating the balloon could not be determined. In this case, due to the condition of the returned balloon catheter, a conclusive cause for the reported difficulty deflating the balloon could not be confirmed. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot. All dilatation catheters are inspected for damage. Additionally, during lot release testing, a sampling of units is destructively tested for proper balloon deflation. This MDR is considered closed by the product performance group.